Manufacturer narrative:
The lead has been returned and is currently in analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. A visual observation confirmed the lead's j-shape was in tact. Resistance and pressure testing were then completed. Measurements throughout these tests were within normal limits. Dried blood was observed in the lead lumen, distal area, however this model lead is designed with an open tip which can allow blood to infiltrate. Laboratory technicians were unable to reproduce the clinical observations that occurred in the field during analysis.

Event description:
Boston scientific received information that this left ventricular lead was attempted, however a dissection of the coronary sinus vein occurred. There were no adverse patient effects resulting from the situation. The lead was successfully removed and the left ventricular port on the device header was plugged. The physician will re-attempt a new left ventricular lead in 4-6 weeks.